Manufacturer narrative:
Correction: the previous correction submitted stating the report was submitted in error and the incident does not meet the regulation requirements of a reportable event was submitted in error. The original information provided in the initial report is correct.

Manufacturer narrative:
Correction: after further review of the complaint details it was determined that this report was submitted in error as the incident does not meet the MDR regulation requirements of a reportable event.

Manufacturer narrative:
Lot number is unknown because the packaging was discarded. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reports that the connection has broken off at the port site where the feed set is screwed on. The set had been used for 8 days. There was no harm to the patient.